Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included bacterial vaginosis. Concurrent conditions included bell's palsy, hypercholesterolemia, hypertension, cyst, pelvic mass and herpes simplex type ii. Concomitant products included medroxyprogesterone acetate (depo provera) from 2004 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea cramping"), menorrhagia ("menorrhagia heavy menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding(vaginal"). In (B)(6) 2016, the patient experienced back pain ("back pain"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea") and flank pain ("sides pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia painful sexual intercourse"), headache ("headaches") and oral infection ("dental problems infection in mouth"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, alopecia and oral infection outcome was unknown and the back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, headache, migraine, vaginal haemorrhage, nausea and flank pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, nausea, oral infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 65.76 kgs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), dental problems, nausea and sides pain. Outcome for events abnormal bleeding, dysmenorrhea, dyspareunia, migraine/headaches, nausea, back pain, sides pain and vaginal discharge were changed to improved. Medical history, concurrent condition and concomitant medication were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included bacterial vaginosis, uti, parity 4, multigravida, dysuria and shortness of breath. Concurrent conditions included bell's palsy, hypercholesterolemia, hypertension, cyst, pelvic mass and herpes simplex type ii. Concomitant products included medroxyprogesterone acetate (depo provera) from 2004 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced back pain ("back pain"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea") and flank pain ("sides pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and oral infection ("dental problems infection in mouth"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, alopecia and oral infection outcome was unknown and the back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, headache, migraine, vaginal haemorrhage, nausea and flank pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, nausea, oral infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: medical record received. Lot number & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 623223) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included bacterial vaginosis, uti, parity 4, multigravida, dysuria and shortness of breath. Concurrent conditions included bell's palsy, hypercholesterolemia, hypertension, cyst, pelvic mass and herpes simplex type ii. Concomitant products included medroxyprogesterone acetate (depo provera) from 2004 to 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced back pain ("back pain"), alopecia ("hair loss"), migraine ("migraine"), nausea ("nausea") and flank pain ("sides pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), headache ("headaches") and oral infection ("dental problems infection in mouth"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, alopecia and oral infection outcome was unknown and the back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, headache, migraine, vaginal haemorrhage, nausea and flank pain was resolving. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, flank pain, headache, menorrhagia, migraine, nausea, oral infection, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Lot number:623223, manufacturing date:2009/03, expiration date:2012/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches") and migraine ("migraine"). The patient was treated with surgery (hyst. (Partial),salping. (Unilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, alopecia, headache and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received. Product indication and essure implant date updated. Explant date added. Case upgraded from other event to incident. Previously reported "injury" was updated to pelvic pain. Events- abdominal pain, back pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), vaginal discharge,hair loss, headaches, migraine and she did not undergo essure confirmation test. Were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.